Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the hard drive. The sys operates as intended.

Event description:
It was reported that the 9800 sys had missing images and some of the images listed in the image directory are not under the correct pt. No pt injury was reported.